Event description:
It has been reported via sales rep. That during the surgery, while the surgeon was extracting the trial screw, the thread of the screw was broken ((B)(4)).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.